Manufacturer narrative:
The vad was sent to the technical institute in a foreign country for analysis. The manufacturer has requested the device be forwarded to them after the technical institute has completed their evaluation. No further information is available at this time.

Event description:
A left ventricular assist device (lvad) patient who was implanted in 2004, advised the hospital upon his return from a weekend home discharge pass, that there was a defect (small cut/crack) in the pneumatic between the vad and the y-connector. The defect is not deep, only transcends the first layer of the tube. The patient mentioned that this part of the tube has become more and more flexible over time. The perfusionist stabilized the tube with adhesive tape. The size of the crack did not progress and no air leak was present; however, six months later, the hospital exchanged the pump as a precaution. The patient is doing well and remains on lvad support.